Event description:
It was reported the patient was having shortness of breath when the device was turned on, and the shortness of breath stopped when the device was off. The patient believed the device was interfering with the pacemaker. At the time it was unclear if the event was related to the device. It was recommended the device be turned off until the patient saw her cardiologist. Later, the patient's health care professional reported the device was interfering with the pacemaker causing the patient to be short of breath. The patient outcome was "serious life threatening injury/illness- unknown." The hcp noted the patient had cardiac issues.

Event description:
The medtronic employee stated the patient visited her cardiologist, and the issue with the patient's cardiac status was found to be unrelated to the device. The patient still had the same issue with the device off, and the problem was found to be cardiac related. After the appointment, the medtronic employee had not been contacted regarding any issues the patient had with the device.

Manufacturer narrative:
Concomitant medical products: lead model 3093 lot #v806788 implanted: (B)(6) 2011, programmer model 3037 serial #(B)(4).